Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol ventrio (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2012 and an unspecified bard/davol perfix plug (device #2) on (B)(6) 2017. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the ventrio (device #1) and the perfix plug (device #2), and underwent revision surgery on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio (device #1) and the perfix plug (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."